Event description:
It was reported that the pulse generator exhibited temporary loss of capture during atrial fibrillation procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.